Event description:
The customer reported that while the iabp was in use on a pt, they were getting a noisy EKG signal. They tried troubleshooting but ended up replacing the iabp. The pt then coded, and while doing chest compressions the customer did not see the iabp trigger off the pressure. The customer reported that they replaced the EKG cable, and were not going to have the iabp evaluated.

Manufacturer narrative:
We are following up with the customer for additional details of the event, including: pt information and outcome, serial number of the iabp, iabp and cable evaluation/repair results, details regarding the cable that was used at the time of the event. To date, they have not responded to our requests for additional information. A supplemental medwatch will be filed when additional details become available. (B)(4).